Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had elevated ldh doubled from 400 to 800. Suspected reason was abdominal hematoma related to lovenox injections used for bridging. Log file review for hemolysis/thrombosis did not confirm unusual events. Patient was asymptomatic from hemolysis/thrombosis standpoint, no treatment for hemolysis/thrombosis ldh trended down without intervention.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. Additionally, a direct cause of the reported elevated ldh could not be conclusively determined. Review of the submitted log file did not reveal any unusual alarms or events. The pump operated above the low speed limit for the duration of the recorded data and the system appeared to be operating as intended. It was reported that the patient had an elevated ldh of greater than 800 from previously in the 400 range. It was reported that the elevation was suspected to be due an abdominal hematoma related to anticoagulant injections used for bridging. The patient was asymptomatic and there was no treatment provided. The patient¿s ldh trended down without intervention. No further issues related to this event have been reported at this time. The hmii IFU lists bleeding and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The IFU also provides information on anticoagulation, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.